Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was warm to touch. The patient was in atrial fibrillation (af) and the heart rate was over 140 beats per minute (bpm). The device remains in service. No adverse patient effects reported.